Event description:
A therapeutic enteral fedding device replacement was performed on an advanced age patient, gender is unknown, and there was some resistance felt. Approximately 10 days later a diagnosis of peritonitis was made, possibly due to a perforation of the stomach wall during the replacement by the tip of the device. The patient was transferred to another hospital. It was also reported that the patient kdevelope "inflammation of the lungs" which caused a delay in performing an additional abdominal procedure to determine the actual cause of the peritionitis. The physician attempted to obtain additional information but states "due to the act for protection of computer processed personal dats held by administrative organs, he was unable to get further details. The physician alsoe reports that the patient's diagnosis prior to his initial admission was "hypoxemia, four limb ankylosis, and lung cancer.